Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). A philips remote service engineer (rse) spoke to the customer, and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement nbp pump assembly to resolve the issue. The customer was provided a replacement nbp pump assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient monitor efficia cm10 indicating the nibp is not functioning and shows the wrong value. The device was not in use on patient at time of event, there was no adverse event reported.